Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. However, the insulin pump had cracked case at the display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized. The customer's blood glucose was 279 mg/dl at the time of the incident. The customer's blood glucose was 262 mg/dl at the time of call. The customer's blood glucose was 262 mg/dl at the time of hospitalization. The time of the hospitalization was 10:05am and the date of the hospitalization was (B)(6) 2015. The customer was unable to check history due to customer was stuck in rewind process. The customer mentioned that there were two big cracks on the battery compartment and on the reservoir compartment from top to bottom. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.